Event description:
Event description guidant received information that upon pacemaker interrogation, noise was observed on stored electrograms simultaneously on both atrial and ventricular leads. The noise was unable to be recreated by manipulation of the device within the pocket of this pacemaker dependent patient. All impedance, threshold, and sensing amplitude measurements were within normal limits. Guidant technical services speculated there may be damage to the seal plugs on the header of the device. The device was explanted, successfully replaced, and returned to guidant for analysis.